Event description:
It was reported that the rigid endoscopic tissue manipulation forceps jaws were misaligned. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was evaluated by a technician and the customer's reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be caused by wrong handling/excessive force. A deformation at the distal end or a mouth misalignment of = 0.5mm is due to the action of a large mechanical force. According to the product specification of the article, a jaw offset of = 0.5mm is permissible. Damage to the product caused by the user or third parties excludes warranty claims. Olympus will continue to monitor field performance for this device.